Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's non-fasting expected blood results are 120-135mg/dl. Verified test strips expire 07/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 323mg/dl and 292mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns: with 340mg/dl. Meter time and date is not set correctly.